Event description:
It was reported that a preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted in the right eye. The patient experienced intolerable glare and stated that they want to have an iol exchange and replace it with the light adjustable lens. The visual symptoms were noticed one day post operatively and improved slightly over 1 month. The patient was dissatisfied with the outcome. Consequently, the iol was explanted. The patient is doing well. No further information is available. A separate report is being submitted for the left eye.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.